Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula shaft was uneven and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven cannula shaft wall thickness, which occurred during the injection molding process of the cannula.

Event description:
Procedure performed: "lap sleeve gastrectomy" event description: "patient weight could have been a factor, as we were doing a bariatric procedure. Trocar snapped in half while dr. [Name]" "patient is recovering from surgery with no ill-effects resulting from the incident." No materials were left in the patient. Product is available for return. Additional information received via email on 07may2021 from applied medical account manager: "the trocar snapped upon entry." "The cannula snapped in half (splintered) at about the middle. It was a ctr71 (150mm). Part of the cannula was still inside of the patients abdominal wall and was difficult to retrieve. A new trocar was inserted and the case continued with no addition issues." Intervention: the trocar was removed from the patient. A new trocar was inserted to complete the case. Patient status: no patient injury, "patient is recovering from surgery with no ill-effects resulting from the incident."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "lap sleeve gastrectomy". Event description: "patient weight could have been a factor, as we were doing a bariatric procedure. Trocar snapped in half while dr. [Name]" "patient is recovering from surgery with no ill-effects resulting from the incident." No materials were left in the patient. Product is available for return. Additional information received via email on 07may2021 from applied medical account manager: "the trocar snapped upon entry." "The cannula snapped in half (splintered) at about the middle. It was a ctr71 (150mm). Part of the cannula was still inside of the patients abdominal wall and was difficult to retrieve. A new trocar was inserted and the case continued with no addition issues." Intervention: the trocar was removed from the patient. A new trocar was inserted to complete the case. Patient status: no patient injury, "patient is recovering from surgery with no ill-effects resulting from the incident."